Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine pulse generator check. Upon an autocapture test, the device exhibited a diagnostics anomaly. The device remained implanted and the patient would be monitored.